Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented after receiving a shock. Upon investigation, noise was oversensed resulting in inappropriate anti-tachycardia pacing (atp) and shock. Low, out of range, pacing impedance measurements were noted along with high threshold measurements and poor sensing. Lead fracture or insulation damage was suspected, but not visually confirmed. As a result, the patient was hospitalized and scheduled for a lead revision. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.